Manufacturer narrative:
Product complaint # (B)(4). Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an unknown procedure performed on (B)(6) 2022. Cement was mixed up. Next, they tried to inject the cement into the syringe, which failed. The procedure was completed without surgical delay. They commented that some defectiveness in the connector, if any, might have triggered the event. No further information is available. This complaint involves two (2) devices. This report is for one (1) sistema de cemento vertecem v+. This is report 1 of 1 for complaint (B)(4).